Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received a lower glucose reading of 80 mg/dl on the adc device compared to a glucose reading of 160 mg/dl obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as nausea, vomiting, dry mouth, thirst, dehydration, tremors, and subsequently presented at an emergency room. Upon arrival, the customer had contact with an hcp who obtained the aforementioned comparison readings and administered a combination of fluid therapy, insulin therapy, sodium bicarbonate, and glucose as treatment for the diagnosis of diabetic ketoacidosis. The customer was hospitalized for 3 days and received an hcp meter reading of 169 mg/dl on the third day. There was no report of death or permanent impairment associated with this event.